Event description:
Complainant alleged that during a routine shift check by a clinician, the device's pacer ma output was out of specification. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Zoll's technical service department was unable to duplicate the customers complaint, that the pacer output was out of specification. However, during visual examination a crack was found in the lower housing and the device gave a "pacer lead off" message, but these problems were unrelated to the reported malfunction. As a result, no conclusion can be made as to the cause of the reported failure.